Manufacturer narrative:
D10 concomitant products: fgs-0635 cf delivery dev caps bravo x5 - fgs-0635, lot# 63890f fgs-0635 cf delivery dev caps bravo x5 - fgs-0635, lot# 63890f medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, they had a capsule which failed to attach to the patient¿s esophagus and found in the patient¿s mouth which was safely removed.. A second capsule was used but still failed to attached. The capsule hanging loosely from catheter when withdrawn from patient and the capsule fell off after removal. The third capsule failed to attached, the physician broke the catheter as instructed, and capsule attached. The placement was verified endoscopically. There was no patient and user harm, and no intervention was required. There was nothing unusual about the patient or the procedure and an endoscopy had been performed prior to the procedure and showed the esophagus to be normal. Lubrication was used to facilitate the placement of the capsule.

Manufacturer narrative:
Additional information: g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The capsule was not returned, but the delivery system was available for evaluation. Functional testing found the device to function normally and within specifications. The device delivery system was investigated visually for external damage. It was reported that a capsule failed to attach to the patient¿s esophagus. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.